Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, inappropriate shock and fracture confirmed via imaging on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition prior, during and post procedure.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, inappropriate shock and fracture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition prior, during and post procedure.